Event description:
Information was received indicating that during therapy with a smiths medical pneupac parapac ventilator, the unit was reported to shut off two times. There were no reported adverse patient effects.

Manufacturer narrative:
Other text: one pneupac ventilator was returned for analysis. The device was turned on and functional testing was performed. The reported issue was not confirmed. The device ran and did no shut itself off. The interface board, battery holder and main alarm printed circuit board were replaced as prevention.